Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the patient had several "low flow, low speed and pump off alarms over past few days while on the power module.

Manufacturer narrative:
The patient continues on lvad support with no further issues reported. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.